Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. The customer stated prior to contacting tandem customer technical support (cts), the pump was still able to be turned on when plugged into a power source. During troubleshooting with tandem cts, the customer noted the pump would no longer turn on, blink or vibrate when connected to a power source. Customer stated the pump was at 90% battery life prior to becoming unresponsive. The customer's blood glucose (bg) level was impacted (268 mg/dl). The customer delivered a bolus prior to the pump shutdown to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.